Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the 1st om. Approximately 3 days later the patient had a gi bleed. No intervention was reported and the patient recovered.